Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 600 mg/dl. It was stated that the customer was vomiting prior to the event. The caller did not have the insulin pump for troubleshooting at the time of the call. Advised the caller to have the customer call us for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.